Event description:
Information received by medtronic indicated that insulin pump alarmed motor error. The motor error occurred during rewind and there were some motor error alarm in the alarm history. No harm requiring medical intervention was reported. The insulin pump will be not returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.